Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation that resembled measles with broken blisters. The patient's dermatologist prescribed a poison ivy cream. The medical outcome is unknown.